Event description:
It was reported that the tip of an everest curved thoracic probe fractured intra-operatively. It was further reported that it is unknown if the fractured tip was retrieved from the patient. The procedure was completed successfully with no surgical delay.

Manufacturer narrative:
Corrected data: d4. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.